Event description:
(B)(4). Had essure placed in (B)(6) 2014, had multiple urinary tract infections, and a lot of abdominal pain, which I later found out was caused by a cyst on my right ovary. Painful intercourse, and rashes on my face. All led up to a hysterectomy leaving nothing but ovaries. Hysterectomy scheduled for (B)(6) 2015.